Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Reportedly, after the customer removed the air from the cartridge, the customer was able to successfully fill the same cartridge using the same needle and syringe. There was no impact to the customer's blood glucose level.